Event description:
It was reported that the collimator on the 7700 system was slightly off center, and the monitor was cutting off the lower portion of the picture up to the middle of the technique display. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the physical alignment of the collimator and changed the resolution of the monitor. The system was tested and found to be working as intended. System was placed back into service.